Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05378. It was reported the pt experienced overstimulation. It was also reported the pt was admitted to the hospital and both trial leads from different lot(s) were removed. An MRI was performed and revealed an epidural hematoma. The pt will remain in the hospital until he fully recovers. At the moment, the pt is recovering well. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.